Event description:
It was reported that during an unknown procedure, the surgeon felt resistance when firing the device. He found some of the staples were malformed. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned in good visual condition and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b form shape. The batch record was reviewed and no anomalies were noted during the mfg process.